Event description:
It was reported that the patient noted their implantable cardioverter defibrillator (ICD) emitting tones. The clinic told the field representative that the right atrial (ra) lead exhibited high out of range pacing impedance measurements and were bringing the patient into the clinic. Boston scientific technical services (ts) was consulted upon review found there had also been a gradual rise in right ventricular (rv) lead shock impedance measurements over the last four months, however they were not out of range. Ts suggested troubleshooting. The field representative noted during the in clinic evaluation the cause of the high out of range ra pacing impedance measurements and increasing shock impedance measurements were unknown and that the clinic will continue to monitor the patient. The ICD, ra and rv leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient noted their implantable cardioverter defibrillator (ICD) emitting tones. The clinic told the field representative that the right atrial (ra) lead exhibited high out of range pacing impedance measurements and were bringing the patient into the clinic. Boston scientific technical services (ts) was consulted upon review found there had also been a gradual rise in right ventricular (rv) lead shock impedance measurements over the last four months, however they were not out of range. Ts suggested troubleshooting. The field representative noted during the in clinic evaluation the cause of the high out of range ra pacing impedance measurements and increasing shock impedance measurements were unknown and that the clinic will continue to monitor the patient. The ICD, ra and rv leads remain in service and no adverse patient effects were reported. Additional information was received that the patient reported hearing tones from the ICD. Review of the remote home monitoring system noted pacing impedance measurements of less than 200 ohms for the ra lead. During in-office interrogation the ra lead impedance measurements were within normal limits between 425 and 435 ohms. Isometrics were performed and noise was able to be recreated. Review of the patient's chart noted that noise was able to be recreated with isometrics previously. The physician noted a possible insulation issue and that they would continue to monitor the patient via the remote home monitoring system since the ICD had approximately one year battery life remaining. The ICD and ra lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient noted their implantable cardioverter defibrillator (ICD) emitting tones. The clinic told the field representative that the right atrial (ra) lead exhibited high out of range pacing impedance measurements and were bringing the patient into the clinic. Boston scientific technical services (ts) was consulted upon review found there had also been a gradual rise in right ventricular (rv) lead shock impedance measurements over the last four months, however they were not out of range. Ts suggested troubleshooting. The field representative noted during the in clinic evaluation the cause of the high out of range ra pacing impedance measurements and increasing shock impedance measurements were unknown and that the clinic will continue to monitor the patient. The ICD, ra and rv leads remain in service and no adverse patient effects were reported.